Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 300-400 mg/dl. The suspected cause of the elevated bg levels was unknown, but the contact stated that the customer just started a new medication recently. The customer reverted to manual injections to address bg level.